Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (250 mg/dl). System check with tandem technical support was performed and the pump was functioning as intended. Customer delivered a bolus to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with customer's health care professional. In addition, it was reported that the touchscreen was intermittently unresponsive. During troubleshooting with tandem technical support the touchscreen was functioning as intended.